Event description:
Information received indicates the head section will not go down.

Manufacturer narrative:
The technician found the gas springs were bent, preventing the head section from lowering. The technician replaced the gas springs to repair the stretcher.